Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump received rejected new battery and random unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. No failed battery test alert noted. Device received with cracked lcd window, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.